Event description:
It was reported that the pulse generator exhibited a capture anomaly. The physician had elected to disable ventricular autocapture and go to a 3:1 safety margin. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.